Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported light turned yellow and an error during endoscopy inspection diagnostic procedure completed with the same device involving an olympus xenon light source. There were no reports of patient harm.